Event description:
Boston scientific received information that post a cardioversion, this pacemaker exhibited approximately 10 seconds of asystole. Boston scientific technical services (ts) discussed the possibility of noise being picked up on the lead. Further device evaluation was planned. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indciate this device remains in service. Should additional information become available this report will be updated.